Event description:
It was reported to philips that the system showed a battery malfunction problem. There was no patient involvement.

Event description:
It was reported to philips that the device shows a battery malfunction. The field service engineer (fse) evaluated the device. The xl+ device shows abnormal battery function, and the x symbol is displayed on the indicator. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The battery was replaced and confirmed operation check and passed all testing. Now the device is back to normal for customer use.